Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported entrapment of the device appears to be due to user technique/procedural condition. The patient effects of the foreign body in patient, perforation and hemorrhage were due to procedural circumstances. A definitive cause for the reported pericardial effusion and cardiac arrest could not be determined. The reported adverse events of foreign body in patient, pericardial effusion, hemorrhage, cardiac arrest, and perforation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report perforation, pericardial effusion, hemorrhage, cardiac arrest, delay, medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was being straddled, and the clip inadvertently went through the pulmonary vein, causing a tear. Then a pericardial effusion was also observed in echo. The clip was stuck in the pulmonary vein and due to a concern with bleeding, the clip was not removed. This caused a clinically significant delay in the procedure. A decision was made to send the patient to surgery. The clip was deployed in the pulmonary vein, but then the patient began to hemorrhage and went into cardiac arrest. The patient was revived with cardiac pulmonary rustication and an emergency bypass was performed. The deployed clip was left in the patient, and the hole was plugged with an unspecified device. The bleeding was controlled. The procedure was aborted. No clips were implanted, and mr is 3-4. The patient remained hospitalized to undergo mitral valve replacement. The patient was transferred to intensive care unit. The patient is stable. No additional information was provided.